Manufacturer narrative:
Date sent:02/05/2008 information was not provided by the initial contact.damaged antibackup.

Event description:
It was reported that the customer stated that the device malfunctioned. The customer used another like device to complete the case with no patient consequence.